Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (d403939), following deployment, the valve was observed to be under-expanded. A post-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon. As the balloon was expanded, the valve dislodged into the ascending aorta. A snare was used to hold the first valve in place, and a second valve (d403924) was subsequently implanted. No additional adverse patient effects were reported.